Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, oversensing and high capture threshold were observed on the right ventricular (rv) lead. A revision procedure was performed and the patient was given a subcutaneous ICD system to resolve the event. The patient was in stable condition.